Manufacturer narrative:
The sensor replaced by the engineer is a thermistor. The analyzer had an alarm related to the reaction bath temperature control . The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of samples tested with multiple assays on the cobas 8000 c 702 module. Approximately 981 test results were affected. All initial values were reported outside of the laboratory and amended reports were issued. Examples are provided for six patient samples that had discrepant results. Results for the following tests were affected: alp2 alkaline phosphatase acc. To ifcc gen.2, tp2 total protein gen.2, crpl3 c-reactive protein gen.3, alt, and ast. The specific alt and ast assays used were requested, but not provided. The customer indicated they received temperature alarms at the time of the incident. The first patient sample initially resulted in an alp value of 170 iu/l and repeated as 323 iu/l. This sample initially resulted in a total protein value of 62.1 g/l and repeated as 73.9 g/l. The second patient sample initially resulted in an alp value of 187 iu/l and repeated as 299 iu/l. The third patient sample initially resulted in an alp value of 105 iu/l and repeated as 170 iu/l. This sample initially resulted in a crp value of 0.92 mg/l and repeated as 1.4 mg/l. The fourth patient sample initially resulted in an alp value of 109 iu/l and repeated as 168 iu/l. The fifth patient sample initially resulted in an alp value of 60 iu/l and repeated as 117 iu/l. This sample initially resulted in an alt value of 12.5 iu/l and repeated as 22 u/l. This sample initially resulted in an ast value of 12.3 iu/l and repeated as 21 iu/l. The sixth patient sample initially resulted in an alp value of 114 iu/l and repeated as 171 iu/l. The alp reagent lot number was 645913. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer replaced a sensor and this resolved the issue.